Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported drill bit broke into three pieces in the tibial tunnel. No additional patient injury or complications were reported.